Manufacturer narrative:
Software 4.10d. Retainer ring clear. Customer complained about the device having no audio during use on event date of 13-sep-2021. Advised to adjust settings in the volume options menu to volume 5 and 1 and the customer found that there was no sound too. Device passed displacement test, sleep current measurement and active current measurement. Toggled on or off and increased or decreased volume with the audio feature failing manual testing because of no change in audio tones. Successfully downloaded history files and traces using thus and successfully downloaded the carelink report. Pump error 63 (variable 3) alarmed during self test and pump error 63 was found on 09/21/2021 19:40:46.000 in the history file. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked retainer, stained keypad overlay buttons, pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, peeling or fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Confirmed that the audio did not change when manually toggling on and off. Device was confirmed for an audio anomaly and pump error 63 due to broken trace at pin on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the device was not making any sound when alarming. They did not hear beeps when the audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.